Event description:
We recently completed a cardiology system hardware upgrade. The vendor opted to upgrade the system software at the same time. About 10 days after the upgrade, it was reported that the low dose stress reports were not able to generate a report, and physicians were not able to complete and sign reports. The specific statement that would not embed in the report is "low dose: there were no regional wall motion abnormalities." Because of this, a report was not generated for a patient awaiting liver transplantation. Although the diagnostic test had been completed, the anesthesiologist was unaware of this because of the software problem, and as a result, the patient did not receive a needed organ. The vendor was notified immediately and resolved the software problem within two days.====================== health professional's impression======================glitch caused by software upgrade====================== manufacturer response for software, vericis======================they have indicated they will be reporting to medwatch